Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 54-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed limb ischemia. A thrombectomy was performed in an attempt to improve the condition, however, the issue remained. As a result of the ongoing condition, the decision was made to wean the patient and explant the pump.